Event description:
It was reported that the atrial thresholds have been high since implant. The device had been programmed with ventricular pacing only due to the patient¿s atrial arrhythmia; however, during an office visit the patient presented in sinus rhythm so the atrial lead pacing was turned back on. When this happened, it was noted that the atrial bipolar capture threshold was lower than the unipolar threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator (ipg): (B)(6) 2009. (B)(4).